Manufacturer narrative:
Exemption number e2011017 on 28 november 2011, the FDA granted the permission for the manufacturer fidia farmaceutici s.p.a. To submit a single MDR for adverse events that involve medical devices manufactured by fidia farmaceutici s.p.a. And imported into the USA by (B)(4). As a consequence, fidia farmaceutici s.p.a. (The manufacturer) is submitting this report even on behalf of (B)(4) (the importer). The present MDR report satisfies the reporting obligations for both companies. (B)(4) received the case from FDA (MDR report mw5081560) and then informed the manufacturer fidia farmaceutici. A consumer after the use of the product hymovis, injected in the knees, had: injection site joint pain and radiating pain. The case has been deemed as serious by the reporter. Despite the company has few elements to evaluate the seriousness criteria,the case has been confirmed as serious due to a medical important event, with a conservative approach. The case has been deemed as serious/expected for injection site joint pain and serious/unexpected for radiating pain. The causality relationship has been evaluated as probable by the company. No new signal alert has been detected. No additional information is required to perform this medical evaluation from the pv physician.

Event description:
A (B)(6)-year-old female patient received injection of hymovis 24mg/3ml gel for injection (hyaluronate sodium hexadecylamine), weekly, by intra-articular, for osteoarthritis, on an unspecified date in 2018. On (B)(6) 2018, the patient experienced injection site joint pain and radiating pain. The reporter reported the events as serious injury. At the time of the reporting, the outcome was unknown. Concomitant medication: cortisone for the knee injections, at the same time of hymovis. The verbatim text by the reporter is the following: "pt states that she has had pain in the knees and pain that has radiated since the injection. She has seen the md that states that there is not much to be done other than pain mgmt. Pt also received cortisone at the same apt for the knee injections. Strength: 24mg/3ml, dose or amount: 24mg, frequency: qw, route: ia. Dates of use: from 2018 to current. Diagnosis or reason for use: oa".